Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited intermittent oversensing on the left ventricular (lv) channel. It was noted that the lv pacing was less than 80%. Upon review of the electrogram (egm), there was a small deflection on evert cardiac cycle which was sometimes oversensed. Technical services (ts) recommended options to change lv sensing configuration. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in entire section e of initial reporter.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited intermittent oversensing on the left ventricular (lv) channel. It was noted that the lv pacing was less than 80%. Upon review of the electrogram (egm), there was a small deflection on evert cardiac cycle which was sometimes oversensed. Technical services (ts) recommended options to change lv sensing configuration. This lv lead remains in service. No adverse patient effects were reported.